Event description:
Information was received from a consumer regarding a patient who was receiving 35 mg/ml morphine at 8.987 mg/day via an implantable pump for non-malignant pain. It was reported that the patient left (B)(6) and went to (B)(6), but now his pump had gone empty. It was stated that the pump had been empty for a couple days, but his alarm date was (B)(6) 2016. The patient suffered a "small stroke" on (B)(6) 2016 and could not get back to (B)(6) for a refill. It was noted that the patient did not know if the stroke was related to the pump. Now the patient kept having episodes of being really weak and could not get out of bed. The episodes were intermittent where one day he was fine and the next day he was a mess. It was noted that the patient was on some oral medications as well. It was later stated that with the patient's health being the way it was, he was going to be in (B)(6) longer than planned.

Manufacturer narrative:
A good faith effort will be made to obtain the applicable information relevant to the report. If information is provided in the future, a supplemental report will be issued.

Event description:
Additional information received from the patient on (B)(6) 2016 indicated that the pump was empty and the critical alarm date was (B)(6) 2016. Patient got a list of health care professional and 1 health care professional only implants or explants, another health care professional had a wrong phone number listed and another one was missing, patient did not realize that there was an additional page with health care professional listing, so the missing information was on the backside. Patient noted that there would not see (B)(4) patients in homes and the university would not take (B)(4) because it was out of state.

Manufacturer narrative:
A good faith effort will be made to obtain the applicable information relevant to the report. If information is provided in the future, a supplemental report will be issued.

Event description:
Additional information received from the patient. The patient got their pump refilled in (B)(6) 2016. The patient stated they were "treated badly" at an emergency room (ER) general room back in (B)(6) 2016, where they went through withdrawal because the pump was out and the patient was "out of oral."

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.